Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ingoing hmag reference number: (B)(4). FDA reference: (B)(4).

Event description:
It was reported to hamilton medical ag, that: the hamilton-t1 ventilator (pn 161006 / sn 512288) and the breathing circuit set (pn 260128 / ln unknown) experienced intermittent "exhalation obstruction" alarm. No patient involvement, medical intervention or patient, user or third party harm was reported.